Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was not feeling stimulation in right arm and hand. Patient was complaining of stimulation in her chest area. Reprogramming could only capture thoracic area. Patient denied any falls or trauma. X-rays were taken and compared to implant x-ray at hcp's office, and lead had moved down from cervical area c4 to t1-2 level. Insurance will be notified and patient to be scheduled for revision once cleared by insurance. Patient's weight was asked but unknown. No further complications were reported/anticipated.